Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with unknown mentor gel prostheses was involved in a car accident post procedure. Bilateral rupture of the breast prostheses is suspected since the breasts look deformed and hanging. The patient is scheduled for a mammogram. At the time of this report, mentor has received no information regarding explant date. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-06376 for the contralateral prosthesis.